Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due to t-wave oversensing. The amplitude of the r-waves was very low and the patient was in a sinus rhythm of 90 bpm. A technical services reviewed the episode and s-ecgs and discussed troubleshooting by testing the vectors with changes in posture and at higher rates. The sensing vector was reprogrammed and the patient was discharged, with normal follow ups planned. No adverse patient effects were reported.